Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and it was noted that the issue would be troubleshot further once the pump was available for inspection.